Manufacturer narrative:
Investigation summary: two photos were provided. One photo shows a shelf box with its label confirming the lot# 8317513. The other photo shows a syringe with the barrel flange damaged. While producing this batch adjustments to the plunger rod labeler machine were done and confirmed under the operator instruction. Failure mode was verified. Root cause was a variation in the plunger rod labeler machine that was adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8317513 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause was a variation in the plunger rod labeler machine that was adjusted.

Event description:
It was reported that syringes 10ml short pr saline 10ml fill had broken flanges and their volume was off. The following information was provided by the initial reporter, "was reported that 5 syringes have broken flanges, and the volume appears to be off by 0.4-0.5ml. Per customer email: submitting a customer compliant for akron children¿s hospital regarding the flush syringe 306499 on our approved list for the syringe module. Lot number: 8317513 2 issues: 5 out of 30 syringes ¿ had broken flanges. These are approved syringes as the volume appears to be off by 0.4ml-0.5ml in the syringe module. ¿ when pulled back to approx. 5ml ¿ seeing a volume of 4.57 ml being reported by the modules. We have sequestered 1 sample syringe if needed."